Manufacturer narrative:
Follow-up # 1 (03/23/11)-device evaluation: the meter has been returned and evaluated by lifescan product analysis with the following findings: the returned meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient's wife reported the alleged issue began approximately a month ago prior to contacting lfs. The wife informed the cca that the patient manages his diabetes with oral medication (glipizide 5mg) and diet/exercise. Due to the alleged issue, the wife stated that the patient increased his oral dose of medication from 5mg to 10mg. On (B)(6) 2011 at 9:00am, the wife reported the patient passed out after the alleged issue began. In response to the patient's symptom, at 9:15am that morning, the wife stated the patient was admitted to the emergency room (ER) for assistance. While at the ER, the patient's wife indicated the patient was administered IV fluids, and was later tested by an unknown brand meter with a result of "300 mg/dl" between 9:30am and 10:00am. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter, the correct test strips were used, and the batteries needed no replacing. The power button and test strip insertion turned on per the owner's manual. Replacement products were sent to the patient. This complaint is being reported because the patient's wife claims the patient was unable to test his blood glucose due to the reported issue and reportedly became hypoglycemic requiring hcp intervention after the alleged meter issue began.